Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ bd winged catheter bent in half during use, and was removed from the patient's arm with the tip still intact. The following information was provided by the initial reporter: "starting an ultrasound IV on patient when the catheter bent in half, with needle still in tact, in the patient's arm. Catheter and needle removed from patient's arm with tip still in tact. IV catheter removed from patient with tip still in tact. Name of catheter: bd insyte autoguard bc winged".

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ bd winged catheter bent in half during use, and was removed from the patient's arm with the tip still intact. The following information was provided by the initial reporter: "starting an ultrasound IV on patient when the catheter bent in half, with needle still in tact, in the patient's arm. Catheter and needle removed from patient's arm with tip still in tact. IV catheter removed from patient with tip still in tact. Name of catheter: bd insyte autoguard bc winged".